Event description:
It was reported the procedure was to treat a vessel with no calcification or stenosis. The 5.50x120mm supera self expanding stent system (ses) was advanced to the target lesion however during deployment when turning the handle the supera stent was damaged and tied a knot in the patient¿s vessel. A reversed stent was implanted as treatment. A delay in the procedure was noted due to the issues experienced. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a device history record (DHR) / electronic lot history record (elhr) review and a review of the complaint handling database was not performed because the part and/ or lot number was not reported. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during stent deployment due to the physician inadvertently turning the handle resulted in the reported stent material deformation. The reported difficulties possibly caused/contributed to the reported patient effect however a conclusive cause for the reported perforation, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. The reported patient effect of perforation is listed in the supera peripheral stent systems instructions for use as a potential adverse effect. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI is not known as the part and lot number were not provided.